Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the pump was not able to maintain the set speed while on battery support. It was later reported on (B)(6) 2020 that the heartmate ii device stopped working after a movement of the patient's upper body. The account exchanged the controller but the pump did not restart. Subsequently, the patient received a pump exchange. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an external driveline issue that could have contributed to the driveline faults, pump stops, and low speed events which were observed in the submitted system controller log file. The submitted log file captured several driveline faults and associated yellow wrench advisory events throughout the duration of the data, which ranged from (B)(6) 2020 at 05:16:43 pm through (B)(6) 2020 at 11:19:04 am. Additionally, several transient pump stops and low speed advisory/hazard events were observed from (B)(6) 2020 through (B)(6) 2020 while the system controller was connected to either 14 v li-ion battery power or a power module. Low flow hazards were noted during these events and at times when a low speed hazard was active by design. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal end of the driveline was returned measuring approximately 30¿, and the remainder was not returned. The exterior portion of the outer silicone jacket appeared bunched and twisted, and it was mostly surrounded with rescue tape. Electrical continuity testing of the returned portions of the driveline revealed that an open circuit was able to be induced in the orange wire upon manipulation of the distal driveline segment. Metal braided shield breakdown was observed along the exterior portion of the driveline. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Application of a tensile force to each wire fractured the black wire approximately 18¿ from the metal connector and the orange wire approximately 6.25¿ from the metal connector, suggesting that the inner conductors were fractured at these locations. Additionally, the application of the tensile force revealed thinning of the insulation of the brown wire approximately 23.5¿ from the metal connector, the red wire approximately 23¿ from the metal connector, the orange wire approximately 12.5¿ from the metal connector, the yellow wire approximately 12.5¿ from the metal connector, and the green wire approximately 23.5¿ from the metal connector, suggesting that the inner conductors were fractured at these locations. This damage appears consistent with fatigue failure due to repetitive flexing. If the damaged inner conductors of any of these wires caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault and associated yellow wrench advisory alarms observed in the submitted log files. In addition, if both redundant wires comprising any phase of the three-phase motor simultaneously caused an open circuit condition, the resulting loss of electrical power to one of the phases could have caused the pump stops and low speed events observed in the submitted log file. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 2 entitled ¿system operations¿ cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the left ventricular assist device to stop. If the driveline become twisted, kinked, or bent, carefully unravel and straighten. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU, document 10006960 section 6 entitled ¿patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 2 entitled ¿how your heart pump works¿ cautions the patient not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the left ventricular assist device to stop. If the driveline become twisted, kinked, or bent, carefully unravel and straighten. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.